Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the liberte' bms came off the stent delivery system. The 99% stenosed lesion was located in the right coronary artery (rca). The physician attempted to direct the lesion, but the liberte' stent was unable to cross the lesion. When the stent delivery system was removed from the patient, it was noted that the stent was not on the delivery device. The physician was unable to locate the stent under angiography. The guide catheter was cut open and the stent was located inside the guide catheter. The procedure was completed with another liberte bms. There were no reported patient complications. Patient status listed as "good."